Event description:
It was reported patient underwent a bio-modular procedure approximately 3 to 4 years ago. Subsequently, patient was revised on (B)(6) 2013 due to patients body did not respond well to implant. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.